Event description:
The manufacturer received information alleging a ventilation service required error code was found during preventative maintenance on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was having preventative maintenance performed at the manufacturer service center when the error code, oxygen blending module (obm) accuracy urgent service (e-0344), was observed on the device. During the evaluation it was noted that the obm printed circuit assembly (pca) had caused the error code to occur on the device. In conclusion, the device's obm pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the motor blower was replaced for the blower hour being too high, which was unrelated to the reportable issue. The interface pca was replaced to address another error code, urgent reminder (e0290), that was found on the device's error log. This error code was unrelated to the reportable issue. The device passed all final testing.